Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient had withdrawal symptoms and had more drug than expected in pump at refills. There were no known environmental/external/patient factors that may have caused or contributed to this. It was reported that catheter access port (cap) access was performed which was hardly successfully. The hcp was ok with blousing the patient by doing a dye study which showed dye in the pump portion of the catheter but they couldn't visual catheter in the spinal segment so they did a catheter revision. Upon doing the revision they noticed that the catheter must have been kinked near the collet. They removed the old catheter and put a new one in. The hcp did a blood patch before putting the new catheter in. The new starting dose was set in the pump and the daily dose was decreased by 60%. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of there being more drug in the pump at refills was because there was a catheter issue. The rep stated that as explained in their report which was for the catheter revision, they were notified that day that they were doing a catheter revision and an exploration showed a catheter issue. The rep stated they were not present for any refill procedures so they did not have that information prior to the surgery.